Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and found that the iabp was unable to fully turn on without erroring out. The stm found that all voltages were reading within specification. The stm initially found that the fuse nearest the power supply was blown. To address the issue the stm replaced the power supply. The stm then found that the motor controller was not functioning and replace it. The stm found the grounding wire pinched, and re-routed the cables. The stm then performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while getting ready for patient transport, the cs300 intra-aortic balloon pump (iabp) is not powering on and producing a loud audible noise. There was no patient involvement, thus no adverse event was reported.